Manufacturer narrative:
The lens remains implanted. However, the physician noted that a possible explant may be done, but nothing has been planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of zxt225 21.0 diopter intraocular lens (iol) on the patient's right eye; the patient experienced seeing cobwebs at night around bright lights. The patient also experienced glare. The patient has not agreed to have his second eye done (iol implant) since he can not tolerate the cobwebs and there is residual cylinder. Patient's last refraction was done on (B)(6) 2016 and was -.75 -1.0 at 140 degrees. The physician then performed photorefractive keratectomy (prk) on (B)(6) 2016. Post prk refraction was not recorded. However, the physician stated the patient was slightly plus post prk. The lens remains implanted; however, a possible explant may be done, but nothing has been planned. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.